Manufacturer narrative:
Eval in process.eval in process.

Event description:
Biomed reported that the tower had tripped the circuit breaker. Tower was plugged into the boom at the time. No death, injury, illness or impact to the pt.